Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bags and catheter were missing from the shipment in the foley tray.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the bags and catheter were missing from the shipment in the foley tray.